Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2014-25123. It was reported the pt is experiencing ineffective stimulation and discomfort at the lead site due to the lead feeling superficial. It was also reported the pt is unable to recharge her ipg. It is unknown if the scs system is functional. As a result, the pt plans to undergo surgical intervention to address the issues.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.